Event description:
In 2000: pt receives abdominal aortic aneurysm graft. Implant is concluded without complications, and the pt recovers normally. In 2001: pt presents with pain in right lower extremity. Physician diagnoses right iliac limb thrombosis of the graft. Physician administers thrombolytic infusion, and pulse was successfully established.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.